Manufacturer narrative:
Information contained in this report was previously submitted via asr on 28/jan/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening on the anterior side and a crease fold. A leak test and microscopic analysis were performed which identified one striated opening on the anterior side. The fill test inspection was performed, and the result is no blockage in the valve. Based on the device analysis, the final assessment is one striated opening on the anterior side due to surgical damage consistent with the use of a surgical tool. The reported events of autoimmune disease and neurological symptoms are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: multiple sclerosis, chronic inflammatory demyelinating polyneuropathy (cidp), concern with the product, fibromyalgia, and hypothyroidism.

Event description:
Patient reported left side "multiple sclerosis", cidp (chronic inflammatory demyelinating polyneuropathy) and concern with the product. Additionally patient reported "fibromyalgia" and "hypothyroidism"; these events are not device related. Device has been explanted.